Event description:
It was reported that a small volume folfusor under infused with a patient. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: this lot was manufactured from june 22, 2014 to june 24, 2014 evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.